Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced low blood glucose levels. His blood glucose levels were 50 mg/dl and 54 mg/dl. The customer had a cold. His low blood glucose level was caused by basal rates that were old on his insulin pump. The customer took glucose tablets and candy to treat his low blood glucose level. The insulin pump alarmed battery out limit. The customer also received two sensor related alarms. The device was not returned.